Event description:
This case was initially received via regulatory authority ((B)(6), reference number: ((B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced musculoskeletal pain (seriousness criterion medically significant), fatigue ("intense fatigue"), erythema nodosum ("erythema nodosum") and disorientation ("feeling disoriented"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue, erythema nodosum and disorientation outcome was unknown. The reporter provided no causality assessment for disorientation, erythema nodosum, fatigue and musculoskeletal pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced musculoskeletal pain (seriousness criterion medically significant), fatigue ("intense fatigue"), erythema nodosum ("erythema nodosum") and disorientation ("feeling disoriented"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue, erythema nodosum and disorientation outcome was unknown. The reporter provided no causality assessment for disorientation, erythema nodosum, fatigue and musculoskeletal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.